Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), all of a sudden consumer cannot see and it was all blurry. She had lasik surgery after cataract surgery and concerned that eyes might have changed after lasik.